Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, in a patient with a "very tight" valve area of 0.4mm, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 20mm non-medtronic balloon. Upon deployment, the valve frame was significantly under expanded. The valve was recaptured and a second deployment was attempted with similar results. The valve was recaptured and withdrawn from the body. A second pre-implant bav was performed with a larger 22mm balloon. Subsequently, a second valve was loaded onto the same dcs and successfully implanted. No adverse patient effects were reported.